Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals multiple anomalies with the returned needle. The key feature (proximal end) was significantly bent and damaged. The needle was returned complete with implants, suture, and the silicon tubing. The silicon tubing was pushed back towards the proximal end of the needle. One possible hypothesis for the reported failure is that the needle was over-penetrated in the meniscus. In addition to putting a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, and could lead to difficulty in deployment. It cannot be determined at what point in time this failure occurred. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the second device 1221934-2015-10035. (B)(4). Awaiting device return.

Event description:
After assessing and preparing the meniscus repair site, omnispan was assembled and first stitch was made successfully. After this, the surgeon attempted to take a second stitch with fresh needle and this time, as the first back stop was being deployed, the entire needles just dislodged from the deployment gun and fell into the joint. After this, the surgeon had to remove the gun first and then struggle for good 20 odd minutes to get the needle out of the joints.